Event description:
It was reported that a retroperitoneal bleed occurred after an unknown catheterization procedure (exact date of procedure and patient or procedural details not provided). The case was reviewed by the vascular surgeon who succeeded in putting in a covered stent to treat the bleed. Of note, the vascular surgeon commented that the "puncture was way too high" and the complication was assessed to be due to the location of the puncture and not specifically caused by the mynx device. It was reported that the patient expired the following day (date not provided). No further information (including patient, procedural or follow-up details) could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided and no returned device for physical investigation, the cause of the reported retroperitoneal bleed could not be conclusively determined. It was reported that the puncture was assessed to be too high. There was no information provided regarding the deployment of the mynx and its use per the instructions for use (IFU). The mynx IFU states: do not use the mynx if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon boney landmarks, since such a puncture site may result in a retroperitoneal bleed/retroperitoneal hematoma. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.